Event description:
Initial reporter indicated that during battery replacement for end of life they were unable to interrogate the old generator due to battery depletion. When system diagnostics were performed with the newly implanted 103 generator, they got >10.000 ohms / limit / high. Troubleshooting was done, including reinserting the lead pin, but the problem persisted. The surgeon did not have time to do a full revision, so the 103 was left in and lead revision will be scheduled at a later date. The patient did not fall or have trauma that contributed to his high impedance.

Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a death or serious injury.